Event description:
The customer stated that the intellivue bedside monitor was not sending alarms to the central station. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer stated that the intellivue bedside monitor was not sending alarms to the central station. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.